Event description:
It was reported that during a genesis ii procedure, selected manual define femoral axis on the surgeons preference screen. Doctor referenced wsl/tea. Staff suggested adding 3 degrees internal rotation on the femur, but doctor did not think the plan needed it. The gaps in flexion and extension looked good and the surgeon decided to begin executing cuts. Went through trialing and the post op rom and the gaps looked about 2.5 millimeters medially, so went up in poly. After the final implants were cemented in, doctor took the knee through another rom and the medial condyle in flexion was off the tibia by about a centimeter. Felt that it had to be much more externally rotated than the software suggested and felt that even adding 3 degrees internal rotation wouldn¿t have fixed the problem. Planned with an 11mm poly and ended up putting a 21mm poly in with implants cemented. The leg was able to come out to full extension even with the 21 mm poly implanted. Upon reviewing the log files, the software generated point on the medial condyle of the gap planning screen looks to possibly be malpositioned relative to the painted mesh. No patient injuries involved.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique for knee arthroplasty provides instructions for implant planning, bone cutting, system usage, and troubleshooting techniques. Review of the case screenshots found that the system performed within expected parameters. The navio system gives predictions of what gaps will be based on implants when first tensioning. In this case, looks like after drilling and while cementing, the ligament situation changed, requiring a larger poly to achieve intended balance. Without supporting clinical/medical documents, a thorough clinical/medical investigation cannot be performed.